Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/17/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed voltage test and passed. Performed share log review and signal loss confirmed on issue date. The reported event of loss of connection was confirmed.